Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 was opened and removed from the package. Upon inspection before inserting the hemopro tool into the harvesting cannula it was noted that the electrical wire was separated from the jaw. It was never used in the procedure. A new kit was opened to complete the case. No patient involvement.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 was opened and removed from the package. Upon inspection before inserting the hemopro tool into the harvesting cannula it was noted that the electrical wire was separated from the jaw. It was never used in the procedure. A new kit was opened to complete the case. No patient involvement.

Manufacturer narrative:
H6 correction: health effect ¿ impact codes changed to no patient involvement. Internal complaint number: (B)(4). The lot # 25155474 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory for evaluation on 03/26/2021. An investigation was conducted on 04/05/2021. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The harvesting device was returned inside the plastic protective shell without the plastic wrapping as well as the product box. Only the harvesting device was returned for evaluation. The heater wire was observed to be slightly flexed at the center of the hot jaw but remained attached at the base an tip of the hot jaw. No other visual defects were observed. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test. It produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. A tone was audible from the power supply upon activation. A temperature and resistance test could not be performed due to the condition of the bent wire. Based on the returned condition of the device, the reported failure "material twisted/ bent wire" was confirmed. Based on the returned condition of the device, the reported failure "material twisted bent; wire" was confirmed. The DHR, shop floor paper work was reviewed. The vendor certifies that this device serial/lot conforms to all applicable product specifications.